Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced symptomatic atrioventricular block and near syncope approximately ten weeks post implant. Dislodgement was noted on the right ventricular (rv) lead. It was noted it appeared the patient was not compliant regarding arm movement restrictions post implant. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.